Event description:
It was reported that doing the reconstruction of patellar ligament surgery, using a squeezing screw, gently twisted in while the screw broke and cannot be used. Broken pieces have been removed. A backup device was available to complete the procedure with no major delay or patient injuries.

Manufacturer narrative:
One 6x25mm biosure (B)(6) interference screw was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. Approximately 8.5mm of the distal threads have broken off; 5mm of the broken segment was returned for examination. This segment was returned in two pieces and has split lengthwise. The proximal end of the screw (16.5mm) is missing multiple segments of its threads. The outer diameter and wall thickness of this segment was measured and found to meet print specifications. This investigation could not identify any evidence of product contribution to the reported complaint.